Event description:
It was reported that the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, implanted: (B)(6) 2010; 5076 implantable pacing lead implanted: (B)(6) 2010; 4196 implantable pacing lead implanted: (B)(6) 2010. (B)(4).